Manufacturer narrative:
Investigation completed (B)(6) 2017. Method: trend analysis. Failure analysis. A formal DHR review is not possible on this product. It is a non-serialized / no lot # type of component. Two year look back from (B)(6) 2015 to (b)96) 2017 for this reported failure using the key words "broke, metal or cross threaded¿ for product ID a3018, shows that no additional complaints were received. No new design or manufacturing trends have been identified. Unit received with torque knob threads from the mayfield 2 swivel adaptor are broke off in the crw adaptor. Unit had been cross threaded. Conclusion: the root cause is damage to the threads by being cross threaded during in the field use.

Event description:
The customer broke the metal from the swivel adapter in the mayfield. Additional information has been requested.